Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was a leak at the junction of the extension tube and bifurcate.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The sample was received for analysis and investigation. The sample consisted of one piece of the peritoneal dialysis (pd) catheter attached to an adapter. Visual evaluation of the sample was performed, and it was observed that the catheter was cut. Under water testing was performed and two leaks on the pd catheter were identified. The origin of the leaks could not be observed with the naked eye. Magnified pictures were taken, and the sample had two cuts/holes. The risk files were reviewed. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on the sample evaluation, a cut was identified that c ould have caused the leak reported by the customer. The catheter functioned as intended for an undetermined amount of time. Based on the available information there is enough information to discard the manufacturing process. The most possible root cause could be related to customer manipulation. No trends or triggers have been found. Therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.